Manufacturer narrative:
Evaluation codes: method: device history record review. Results: a review of the device history record was performed and nothing was found in the manufacturing process of this lens that was the root cause of the complaint. The lens was rehydrated in bss for re-measurement. The lens length was measured and the result of the measurement was compared against the original value and the lens was found to be in specification. Conclusions: based on the complaint history, work order search, device history record review and the evaluation of the returned product, a specific root cause of the event could not be determined. (B)(4).

Manufacturer narrative:
Evaluation results: visual inspection of the returned product found no visible damage to the lens. The lens was returned in liquid. (B)(4).

Manufacturer narrative:
(B)(4) - no consequences or impact to patient, didn't like the way the lens looked. Evaluation method: lens work order search. Results: a lens work order search was performed and no similar complaints were found within the work order. Conclusions: (no conclusion can be drawn): based on the complaint history and work order search, a specific root cause of the event could not be determined. (B)(4).

Event description:
The reporter stated the surgeon loaded a 12.6mm micl12.6 implantable collamer lens but did not like the way the lens looked so decided not to use. There was no patient contact. The backup lens was implanted. The reporter stated the surgeon indicated the lens was defective.